Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-apr-2020. The most recent information was received on 14-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 004405365-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "fairly difficult essure implantation" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced presyncope ("almost passed out during essure implantation"), procedural pain ("essure implantation very painful") and complication of device insertion ("complication of device insertion"). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), hypersensitivity ("hypersensitivity"), anxiety ("anxiety"), depression ("depression") and disturbance in attention ("poor concentration") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, hypersensitivity, anxiety, depression, weight increased and disturbance in attention had not resolved and the presyncope, procedural pain and complication of device insertion had resolved. The reporter provided no causality assessment for anxiety, complication of device insertion, depression, disturbance in attention, fatigue, hypersensitivity, pelvic pain, presyncope, procedural pain and weight increased with essure. The reporter commented: patient¿s current condition: chronic fatigue, hypersensitivity, anxiety, depression, weight gain, pelvic pain, poor concentration. No information about prevention and components from the gynecologist who implanted them for me; fairly difficult and extremely painful implantation (almost passed out) without anaesthetic (even local). Serial number: (B)(6); batch number: 004405365; lot number 004405365 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 004405365) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "fairly difficult essure implantation" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced presyncope ("almost passed out during essure implantation"), procedural pain ("essure implantation very painful") and complication of device insertion ("complication of device insertion"). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), hypersensitivity ("hypersensitivity"), anxiety ("anxiety"), depression ("depression") and disturbance in attention ("poor concentration") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, hypersensitivity, anxiety, depression, weight increased and disturbance in attention had not resolved and the presyncope, procedural pain and complication of device insertion had resolved. The reporter provided no causality assessment for anxiety, complication of device insertion, depression, disturbance in attention, fatigue, hypersensitivity, pelvic pain, presyncope, procedural pain and weight increased with essure. The reporter commented: patient¿s current condition: chronic fatigue, hypersensitivity, anxiety, depression, weight gain, pelvic pain, poor concentration. No information about prevention and components from the gynecologist who implanted them for me; fairly difficult and extremely painful implantation (almost passed out) without anaesthetic (even local). Serial number: (B)(4), batch number: 004405365. Amendment: the report was amended for the following reason: due to internal review the pelvic pain that started in 2011 was considered to be a serious incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.